Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng; inratio: 6.3; lab: 3.3. Ng; 3.6; 3.3; (B) (6) 2010; 1.7; ng.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio meter = 6.3 inr; reference = 3.3 inr; mean = 4.80; confidence limits: 2.6-6.9. (B) (6) 2010; 3.6 inr; 3.3 inr; 3.45; 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr = 6.3 inr; 2nd inr = 3.6 inr; mean = 4.95; sd = 1.91; %cv = 38.57. Since 38.57% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Customer results analyzed and accuracy confidence limits were met, both results. Precision not met criteria. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. In-house accuracy and precision test performed with return meter, retain strip, and both test met criteria. Temp sensing met criteria. Product deficiency not established. Visual inspection revealed slight contamination on heater plate. No further investigation will be pursued. As of 2/18/2010, 32 discrepant results complaint was reported for lot #216963 yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Investigation result: precision. The allowable difference between the inratio inr's and sysmex inr's are calculated. Three replicates for donor 3 does not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Test date: donor 1: (B) (6) 2010; donor 2: (B) (6) 2010. For each pair of replicates for each sample on strip lot 216963, mean and standard deviations were calculated. In-house test results have 2.56% and 1.71%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further investigation will be pursued. Accuracy: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 216963 are within the allowable bias. No discrepant results were established on returned and in-house meters. Three meet the above criteria, and then no further action is required.